Event description:
In 2003 the patient's blood glucose level was checked throughout the day with the results of 115mg/dl at 9:00am, 184 mg/dl at 11:00 am, 257 mg/dl at 4:00 pm and received 6 units of insulin at this time. They went to dinner at 5:30 pm and at 6:00 pm, slumped over the table. Their bg was tested again with a result of 140 mg/dl. Emt was called and arrived approximately 30 minutes later and tested their bg with a result of 33 mg/dl.